Event description:
During servicing of the wall connection, the customer reported that infinity docking station power supply exhibited smoke emission after a loud bang occurred. This lead to a light electrical shock into the left arm. No reported injury transpired.